Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the centrifugal pump made a high pitch noise. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
The complaint sample was not returned for evaluation. A review of the device history record revealed no production related anomalies. A retention sample from the same product code/lot combination was obtained for investigation. Visual inspection of the sample found no anomalies. The retention sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No anomalies were detected coming from the device. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. The complaint was confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.